Event description:
Heartware left ventricular assist device (lvad) pt presents with first hospitalization for management of (B)(6) driveline infection and was also found to have (B)(6) bacteremia. Oxacillin was initiated. Surgical incision and drainage of the driveline site was performed requiring vacuum-assisted closure (vac) dressing placement.